Event description:
It was reported that noise and under-sensing on right atrial (ra) lead and phrenic nerve stimulation (pns) in all vectors on left ventricular (lv) lead were noted. Both leads were explanted and replaced. The patient is in stable condition.